Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on saturday for diabetic ketoacidosis (dka) and hyperglycemia. The customer reported that the insulin pump had partial display. The customer's blood glucose level at the time of incident was 28.1 mmol/l. The customer was treated with intravenous drip of insulin. The customer reported symptoms related to the high blood glucose levels included nausea, stomach pain and diabetic ketoacidosis. The customer's current blood glucose level was 12.1 mmol/l. Troubleshooting was performed. The customer was unable to upload the carelink report. The customer stated that the high blood glucose levels began on saturday and the infusion set was changed on thursday night. The customer reported that there were no air bubbles and no leaks were present. The customer does not alleged that the insulin pump under-deliver the insulin. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No missing segments or partial display noted. (B)(4).